Event description:
The pt was revised due to osteolysis, poly wear and loosening of the tibial insert.

Manufacturer narrative:
Examination of the submitted tibial insert confirmed polyethylene wear. Product information required to review the device history records was not provided. The investigation could not draw any conclusions about the polyethylene wear; however, polyethylene wear after fourteen years implantation should not be unexpected. Based on the investigation findings, the need for corrective action is not indicated. In addition, the product code is an obsolete item. Depuy considers the investigation closed. Should add'l info be received, the investigation can be reopened.